Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the image issue was confirmed. The image quality was out of phase and there was no image due to short and kinks on the electrical system cable. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use the device failed to illuminate on the screen after multiple attempts. A different device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. The definitive root cause could not be established. The probable cause of the reported event was determined to be the cable being twisted and broken due to customer handling. Per the device instructions for use (IFU): "handling and general precautions: do not apply excessive force to the camera cable, such as bending, pulling, twisting, or crushing. The camera cable may break." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.